Event description:
A surgeon reported that a pt had an "issue" following intraocular lens (iol) implant surgery. Additional info was received from the surgeon indicating that the pt had a myopic surprise and the probable cause was that the lens vaulted anteriorly. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There has been one other complaint reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. Additional info was received on (B)(4) 2012 by phone. A completed questionnaire has not been received. (B)(4).